Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the balloon was inflated to 6atms and ruptured. Evaluation summary: the evercross 0.035in otw pta dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The evercross catheter was received coiled and the balloon chamber was in a post-inflation profile: not tightly wrapped or winged. A 10cc air filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: air exited the distal tip. A 10cc water filled syringe was attached and the guidewire lumen was flushed: a clear steady stream of fluid exited the distal tip. A 0.035in guidewire was loaded with ease through the distal tip. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled: a steady stream of air bubbles entered the syringe. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and the balloon was gently inflated: a pinhole leak at the proximal end of the balloon was noted and marked. The pinhole leak was part of an approximately 1mm longitudinal scratch approximately 9mm distal from the proximal edge of the proximal balloon marker band.